Manufacturer narrative:
(B)(4). Evaluation summary: a baxter service tech evaluated the pump and confirmed the reported condition of the cracked door. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #(B)(4).

Event description:
The flogard pump was returned to baxter for service . During service, the technician found the pump door cracked. No additional information or contact was available.